Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7316940.

Event description:
It was reported that the patient was not receiving effective treatment. Surgical intervention may take place at a later date to address the issue.

Event description:
Additonal information recieved indiactes that surgical intervention took place where the patients system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.